Event description:
Litigation alleged the asr hip became detached, loosened and/or disconnected, created metallic debris, and subsequently caused the patient pain at the implant site.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update**(B)(4) 2013 sales rep reported patient underwent left hip revision due to elevated cobalt levels. The part/lot was provided. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers this investigation closed.